Event description:
It was reported that patient had a posterior capsule rent on the right (od) eye which occurred on (B)(6) 2022. The catalyst procedure went well. The posterior capsule rent was noticed in the operating room during cortical removal. The surgeon stated he was not sure how it occurred. The surgeon had to use a different lens and placed the lens in the sulcus as opposed to in the capsular bag. A suture was used to seal the primary incision that she created manually with a keratome. No additional information was provided.

Manufacturer narrative:
A request for patient demographics was requested. However, no additional information was received. Device evaluation: at the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction after an internal review it has been found this event is no longer reportable. The incision was created manually using a keratome and not the catalys laser. The suture was not an intervention required to prevent a serious adverse event. No additional information will be provided regarding the event.